Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture. Impedance measurements were within normal range but presents high capture thresholds. The right ventricular (rv) lead had previously been explanted and replaced. The physician stated the patient needs a new right atrial (ra) lead, at this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture. Impedance measurements were within normal range but presents high capture thresholds. The right ventricular (rv) lead had previously been explanted and replaced. The physician stated the patient needs a new right atrial (ra) lead, at this time, the lead remains in service. No adverse patient effects were reported. Additional information was obtained, the device was reprogrammed, and patient will continue to be monitor. No adverse patient effects were reported.